Event description:
The patient was on cvvh [continuous veno-venous hemofiltration] for kidney failure. The cvvh machine alarmed persistently. The cartridge was changed. The cvvh machine kept alarming low pressure. Another cartridge was placed and the alarm cleared. We have seen this with at least two other patients. Multiple cartridge lot numbers.